Event description:
During the hamorrhoideannalans procedure, the deice cut but did not deploy staples, the staple line was incomplete. The procedure was completed with another device of the same product code. There was no adverse consequence to the patient.